Event description:
It was reported by the customer, the fiber optic on the ultrasonic gastrovideoscope was broken and there was an image problem. The issue was found during preparation for use. No patient harm reported. During the evaluation of the device, it was noted the probe unit had sharp dents (hole/cut). This report is to capture the reportable malfunction of the probe unit had sharp dents (hole/cut) noted at estimation.

Manufacturer narrative:
The device was evaluated, and the reported issues were confirmed. The ultrasound image had twenty (20) broken elements. There were multiples leaks between the bending section cover and right/left/up/down knobs. The bending section cover had an excessive patchy color and was dry. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. And correction to g3. Correction to g3 of the initial medwatch. The aware date should be 22-mar-2022. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 4 years, since the subject device was manufactured. Based on the results of the investigation, the cause of the damaged probe unit likely occurred, due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated, in the instructions for use: "3.2 inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities". Olympus will continue to monitor field performance for this device.